Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the right mildly calcified common femoral artery and right common femoral vein (rcfa and rcfv) was attempted with two prostyle devices prior to an ablation interventional procedure using a 6f sheath in the rcfa and an 8f sheath in the rcfv. Reportedly, cuff misses [suture retrieval issues] occurred with both devices. The sutures of a new prostyle device were successfully pre-placed at each access site. The ablation procedure was completed and hemostasis was achieved at each access site with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.